Event description:
Intraoperatively, a leaflet fracture occurred while the surgeon was attempting to rotate the valve. The valve was explanted and replaced with a 17mm sjm valve. The pt expired postoperatively.